Manufacturer narrative:
The rca had 99% mid vessel stenosis with heavy calcification. The device was inspected. Negative prep was not performed. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. The stent did not cross the lesion. The lesion had been pre-dilated but the area where the stent dislodged was not pre-dilated. The target lesion was distal, the stent dislodged in the proximal area. When the stent delivery system was withdrawn through the sheath, it was noted that the stent was not on the balloon. The stent remained in proximal rca. Another balloon was used to inflate the stent in the prox rca. Patient left the lab in stable condition. The mid rca was treated with pta resulting in reduction of stenosis from 99 to 60%. The patient returned to the lab approx one week later for stenting of mid rca with a non-medtronic stent via femoral approach and 6 french guide. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a lesion in the ostium in the right coronary artery (rca). It was reported that during insertion to the right ostia lesion the stent dislodged off the balloon. Another balloon was used to inflate the stent. The patient is alive with no injury.